Event description:
It was reported the subject device had a blurry image. This issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2 h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: moisture inside the ccd (charged coupled device) lens and failed leak test. A definitive root cause could not be identified. Based on the investigation results, it is likely the following led to the malfunction: blurry image due to moisture inside the ccd lens and failed leak test due to puncture on cable. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.